Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported smoke emitting from their sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer stated they powered down the unit and evacuated the room until the smoke dissipated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." The vacuum pump was returned and tested. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. The assignable cause of the haze/mist/vapor issue is the vacuum pump and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.